Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-2218-50e, serial #:(B)(4), description:trial linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the trial patient was experiencing light headedness, dizziness, nausea and increase in blood pressure when the stimulation was turned on. The physician believed that the patient was not responding well to the stimulation and the symptoms were caused by the device. The trial leads were pulled and the symptoms subsided. The patient was doing well.